Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation.

Event description:
It was reported that during a novasure endometrial ablation procedure the patient had a vasovagal reaction. The procedure started without any problems, after approximately 90 seconds the patient's heart rate deceased to 30 and then "it directly came to cardiac arrest." The ablation procedure was immediately interrupted and after "the revivification" the patient was transferred to the intensive care unit. Additional information from the anesthesiologist confirmed there was no heart attack or pulmonary embolism and there was no patient history of cardiac disease. It was reported that the patient was doing well, but still in intensive care for observation.

Event description:
Additional information was received that noted the patient left the hospital the next day.